Manufacturer narrative:
Supplemental medwatch being submitted to correct g3 which was initially submitted incorrectly.

Event description:
Healthcare professional reported bilateral rupture. The devices have been explanted. Physician also reported bilateral capsular contracture baker grade IV in operative report.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: device photograph for the device related to the reported event of rupture was reviewed on apr 08, 2021. Visual analysis of the photographs identified: creases. White calcification. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Device photograph for the device related to the reported event of rupture was reviewed on apr 08, 2021. Visual analysis of the photographs identified: white calcification. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported bilateral rupture. The devices have been explanted. Physician also reported bilateral capsular contracture baker grade IV in operative report.